Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, the most probable cause of the e237(Scope error) was due to cut on charge couple device cable , the most probable cause of the complaint was traced to component failure.Three attempts were performed to obtain additional information, but no response was received from the customer.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing the repair center technician found e237(Scope error), cause traced to component failure. There was no patient involvement.